Manufacturer narrative:
A patient experiencing pain/discomfort at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site. Surgical intervention was undertaken wherein the ipg was repositioned. Therapy was restored post-op.